Manufacturer narrative:
Updated: event description, lot number, expiration date, unique identifier, manufacture date.

Event description:
It was reported that the guidewire broke and the burr detached and remained inside patient. The target lesion was located in the coronary artery. A 1.25mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the distal tip of the guide broke distally in the artery and the dynaglide mode on the rotablator was not functional. Consequently, the burr remained inside the patient and could not be recovered, additional intervention will be required. The procedure was completed with this device. No further patient complications were reported. It was further reported that only the wire was remained in the artery. Several attempts were made to retrieved the detached device but failed, and the fractured wire remained in the left anterior descending artery. Future additional intervention is planned. It was also reported that the dynaglide mode was not functioning properly due to a misconnection of the dynaglide connector. The connector was reconnected properly and the issue was resolved.

Event description:
It was reported that the guidewire broke and the burr detached and remained inside patient. The target lesion was located in the coronary artery. A 1.25mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the distal tip of the guide broke distally in the artery and the dynaglide mode on the rotablator was not functional. Consequently, the burr remained inside the patient and could not be recovered, additional intervention will be required. The procedure was completed with this device. No further patient complications were reported.